Event description:
A section of a needle was identified in a patient's foot by x-ray, following a procedure with the tx system. The patient intended to have the piece removed with a follow-up procedure. The piece was not immediately available for evaluation. No issues or abnormalities were noted during, or immediately after, the procedure with the tx system.